Event description:
It was reported that the pt had complained about painful and shock-like sensations. The surgeon decided to re-implant the pt as he thought that the implant was no longer functioning to spec.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.